Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Tampon was stuck- vagina [foreign body in reproductive tract]. Tried to take out tampon, it was stuck [complication of device removal]. Consumer reported via e-mail that her daughter tried to remove tampon and it was stuck. Consumer had to go to the hospital to have tampon removed. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was stuck- vagina [foreign body in reproductive tract]. Tried to take out tampon, it was stuck [complication of device removal]. Case description: consumer reported via e-mail that her daughter tried to remove tampon and it was stuck. Consumer had to go to the hospital to have tampon removed. No serious injury reported.